Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump and experienced high blood glucose of 508 mg/dl. The customer uses the sensor feature and it was explained that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer stated she was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also stated that her blood glucose had dropped own from 536 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.